Event description:
It was reported that the aneurysm treatment was performed on (B)(6) 2025 as the subject stent was successfully implanted and completely covered aneurysm neck. During the follow-up dsa imaging on (B)(6) 2026 indicated good wall apposition at left v4 & basilar artery, 90% stenosis with slow blood flow. The auxiliary stents in the v4 segment of the left vertebral artery, and the basilar artery were fully expanded with good apposition; no opacification of the aneurysm was observed; intimal hyperplasia was noted in the parent artery, along with mid-segment stenosis of the lumen, slow contrast medium filling, a residual vessel diameter of approximately 0.9mm a stenosis rate about 90% and a stenosis length of roughly 10mm; intracranial arteriosclerosis and tortuous vascular course were also present. Balloon angioplasty and stent implantation of the left vertebral artery v4 segment was performed. There were no neurological deficits or sequelae were observed due to stenosis. The patient is currently in good condition and was discharged on (B)(6) 2026.

Event description:
It was reported that the aneurysm treatment was performed on (B)(6) 2025 as the subject stent was successfully implanted and completely covered aneurysm neck. During the follow-up dsa imaging on (B)(6) 2026 indicated good wall apposition at left v4 & basilar artery, 90% stenosis with slow blood flow. The auxiliary stents in the v4 segment of the left vertebral artery, and the basilar artery were fully expanded with good apposition; no opacification of the aneurysm was observed; intimal hyperplasia was noted in the parent artery, along with mid-segment stenosis of the lumen, slow contrast medium filling, a residual vessel diameter of approximately 0.9mm a stenosis rate about 90% and a stenosis length of roughly 10mm; intracranial arteriosclerosis and tortuous vascular course were also present. Balloon angioplasty and stent implantation of the left vertebral artery v4 segment was performed. There were no neurological deficits or sequelae were observed due to stenosis. The patient is currently in good condition and was discharged on (B)(6) 2026.

Manufacturer narrative:
D4 expiration date ¿ added, d4 gtin- added, h4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿aggravation of in-stent stenosis of the dense mesh stent.¿ dsa performed on (B)(6) 2026 showed that the auxiliary stents in the v4 segment of the left vertebral artery, and the basilar artery were fully expanded. The auxiliary stents in the v4 segment of the left vertebral artery, and the basilar artery were fully expanded with good apposition; no opacification of the aneurysm was observed ; intimal hyperplasia was noted in the parent artery, along with mid-segment stenosis of the lumen, slow contrast medium filling, a residual vessel diameter of approximately 0.9mm, a stenosis rate about 90% and a stenosis length of roughly 10mm; intracranial arteriosclerosis and tortuous vascular course were also present. Balloon angioplasty and stent implantation of the left vertebral artery v4 segment. The original flow diverter was placed in the left v4 and basilar segments. (B)(6) has a history of severe stenosis in the v4 segment of the left vertebral artery and the c7 segment of the right internal carotid artery before implant. The fds procedure performed as expected. No medical device issues were reported. The v4 stenosis was within-stent. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.